Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, in increase in threshold was noted on the right ventricular lead. A manual threshold test was performed and a lower threshold was achieved. No intervention will be performed and the patient will continue to be monitored via merlin.net. The patient was in stable condition.